Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the catheter was placed with no difficulty; however, upon removal, the blue tip was missing. The catheter appeared to be intact, but the tip was not blue. The end user compared the catheter side by side by another catheter and the length is the same. No injury reported.